Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event. Hsc stated that the event was not able to be replicated and considered isolated. A precision study was performed using approximately 120 samples tubes, in duplicate, with no outliers (discordant results). No further events were occurred. The cause of the discordant, falsely elevated cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on two patient samples on an advia centaur cp instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same sample on the same advia centaur cp instrument, resulting lower. The customer tested a new draw, resulting lower than the initial result. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.